Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient needed an MRI unrelated to the device or therapy. The hcp stated the patient told them the implant was not working. No patient symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp stated the patient was not under their care and was not seen in the pain clinic since 2013. No further complications were reported.